Event description:
It was reported that during follow up, inappropriate shocks due to t-wave oversensing were delivered. The physician decided to changeout the device due to low battery. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.